Event description:
The reporter stated that her mother went to the physician for symptoms of drowsiness, where a blood glucose value of 357 mg/dl was obtained with the physician's meter, and a blood glucose value of 196 mg/dl was obtained with the suspect device. The pt was sent to the hosp where she was given insulin (not her usual medication). Seven days later, the pt visited a laboratory where a blood glucose result of 310 mg/dl was obtained by an unk lab method. Within 10 minutes of leaving the lab, the pt obtained a value of 112 mg/dl on the suspect device. Controls run on the suspect device were within range.